Manufacturer narrative:
Bsc ID #: a00080122.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The lesion was located in the severely tortuous right coronary artery (rca). Upon introduction of the 16x4.5mm liberte' otw coronary stent delivery system (sds) into the rca, the stent "mangled." As a result of the damage, the stent began to "slip off the balloon." Therefore, the physician removed the entire sds and the guide catheter as a single unit. The procedure was completed with another manufacturer's stent. There were no pt injuries or complications. Pt status is listed as "ok."